Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging. The location of the device is currently unknown, despite good faith efforts. No additional adverse patient effects were reported. No additional information was available. Additional information was received that the implantable pulse generator (ipg) will not be returned for analysis as it was discarded by the medical facility.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to difficulty charging. The location of the device is currently unknown, despite good faith efforts. No additional adverse patient effects were reported. No additional information was available.